Event description:
On (B)(6) 2014, the patient reported that she saw insulin in the cartridge compartment of her infusion device when she was changing the insulin cartridge. She thinks the leaked insulin came from the insulin cartridge. She stated she has had elevated blood glucose levels as high as 285 mg/dl and she thinks it is because she needs to change the settings in the device. No adverse event was reported. The insulin cartridge was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.